Event description:
The user facility reported that the brush broke during a procedure. There was no patient impact, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Upon visual inspection, the reported condition was confirmed. The most probable root cause for the reported condition is user related.

Event description:
The user facility reported that the brush broke during a procedure. There was no patient impact, no medical intervention, and no adverse consequences.